Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the graftmaster rapid exchange, coronary stent graft system, instructions for use states: an unexpanded stent graft may be retracted into the guiding catheter one time only. An unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: stent: 2.8x19mm graftmaster; guide wire: whisper es; guide cath: 6fr al 0.75, 7fr; other: guideliner. (B)(4). The 2.8x19mm graftmaster referenced is being filed under a separate medwatch MFR number. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the graftmaster devices were being used to treat a perforation in the proximal and mid right coronary artery (rca) that occurred during the use of an atherectomy device. An attempt was made to cross with a 2.8 x 26 mm graftmaster stent delivery system (sds); however, it would not cross the proximal segment of the vessel. Attempts were also made to cross with a 2.8 x 19 mm shorter graftmaster; however, this also would not cross the proximal segment of the vessel and the decision was made to deploy the graftmaster in the proximal vessel partially sealing the proximal perforation, but there was evidence of perforation in the mid segment. After inflation of a balloon at the perforation, the system was changed to a 7fr system and the vessel was rewired successfully. After occluding the vessel with the balloon an attempt was made to cross with the same 2.8 x 26 mm graftmaster used earlier in the case; however, this would not cross. At this point anytime the balloon was released there was a marked extravasation of contrast into the pericardium; therefore, the decision was made to send the patient for coronary artery bypass and to tie off the rca. No additional information was provided.